Event description:
She was not maintaining enough pressure throughout the injection [wrong technique in drug usage process]. We would urge novo nordisk to include in step 4 of the instructions push the needle shield against the skin at a 90 angle, maintaining pressure with the dose window returns to zero 0 [physical product label issue]. High blood sugar [blood glucose increased]. This spontaneous case was reported by a nurse as "she was not maintaining enough pressure throughout the injection; we would urge novo nordisk to include in step 4 of the instructions push the needle shield against the skin at a 90 angle, maintaining pressure with the dose window returns to zero 0; high blood sugar" and concerns a female, pt, treated using novofine autocover 30g x 8 mm (device therapy) from and to unk dates for an unk indication. Pt's height: not reported. Medical history: not reported. Last wk, the pt whom had been taught injection using the novofine autocover was re-admitted to emergency with high blood glucose. The pt had purchased novofine autocover from her pharmacy after liking the hidden needle feature while using them in-hospital. In the emergency, the pt's injection technique was reviewed and observed. The pt was not maintaining enough pressure throughout the injection to keep the needle under the skin. This was the most important problem with the safety needles according to the nurses in the inpatient's clinic. Although, the nurse had also sent the pt home with novo nordisk's 2-sided pictorial instruction sheet, it currently did not include specific reminder to maintain pressure throughout the injection. The reporter urged novo nordisk to include in the instructions to push the needle shield against the skin at 90 angle, maintaining pressure while the dose window returns to zero "0". Outcome is unk. Comment: company comment: novofine 8mm (30g) autocover needle should provide an effective and safe insulin injection when used with the correct technique to the pt, whether he/she is a child, a slim adult, a normal weight adult or an obese adult. Any deviations from the instruction manual recommended by novo nordisk may cause the damage of medical device, e.g. Needles, novopen and flex pen, as a consequence this can result in the potential injury to the pt. Comment: reporter's alternative etiology: not reported.